Event description:
It was reported on the remote transmission the ventricular lead showed noise, over sensing and the lead alert was tripped. Follow up determined the ventricular lead episode was the day as the patient's bypass procedure. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.